Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (batch no. C22913) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included uterine bleeding. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), gastrointestinal disorder ("gi conditions"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, gastrointestinal disorder, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, urinary tract infection, vaginal infection, fatigue, alopecia and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, pelvic inflammatory disease, pelvic pain, urinary tract infection and vaginal infection to be related to essure. The reporter commented: she received treatments for events uti, vaginal infection. As per mr, insertion of essure was done on (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test-(unspecified) result-bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : pelvic pain, dyspareunia. Concerning the injuries reported in this case, the following one was described in patients medical records : pelvic inflammatory disease. Lot number: c22913, manufacturing date: 2014-02-10, expiration date:2017-02-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (batch no. C22913) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included uterine bleeding. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), gastrointestinal disorder ("gi conditions"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, gastrointestinal disorder, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, urinary tract infection, vaginal infection, fatigue, alopecia and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, pelvic inflammatory disease, pelvic pain, urinary tract infection and vaginal infection to be related to essure. The reporter commented: she received treatments for events uti, vaginal infection. As per mr, insertion of essure was done on (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: essure confirmation test-(unspecified) result-bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: pelvic pain, dyspareunia. Concerning the injuries reported in this case, the following one was described in patients medical records : pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on 5-mar-2020: fu 3 and 4 processed together. Medical records received: reporters added. Lot number added. Event added pelvic inflammatory disease. Surgery ¿ablation¿ added to genital haemorrhage. Case upgraded to serious incident. On 4-mar-2020: fu 3 and 4 processed together. No new clinical information. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.